Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump failed self-test. Customer blood glucose reading was 95 mg/dl. Troubleshooting was performed. Customer states the alarm did not happened during rewind and prime process. Customer states the blood glucose reading was not going to the insulin pump. The alarm occurred during testing. Error table reads replace the insulin pump. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with failed self-test alarm during self test due to faulty radio frequency board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.